Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used in the common bile duct to treat a malignancy during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, the delivery system got caught on the deployed stent during delivery system removal and pulled the stent out of place. The physician used a rat tooth forceps to remove the stent from the patient and placed another wallflex biliary rx stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.